Manufacturer narrative:
Correction: this supplemental is being filed to identify that it is a duplicate report. The device in question was originally reported via MFR report # 3015967359-2023-01895.

Event description:
It was reported that during testing of the device at the user facility, silver plating material was found to be missing from the device tips, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that during testing of the device at the user facility, silver plating material was found to be missing from the device tips, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.